Manufacturer narrative:
Other devices listed in this report: cat. No.: unk, 6.5x25mm cup screws, lot code: unk; cat. No.: 6280-0-228, 28mm +5mm femoral head 28mm, lot code: 12493901; cat. No.: unk, howmedica pca e series stem; cat. No.: unk, custom one piece constrained pca liner, lot code: unk. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that the patient had a hip revision surgery. Patient slipped, fell, and presented with pain located in his hip.

Manufacturer narrative:
An event regarding disassociation involving a pca shell was reported. Conclusion: based on the provided information, x-rays shows disassociated constrained liner, the product reported in this investigation did not contribute to the event.there is no allegation or evidence of failure against the shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had a hip revision surgery. Patient slipped, fell, and presented with pain located in his hip.